Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received a cartridge error message while attempting to load a new cartridge. The customers blood glucose level was impacted 286 mg/dl. The customer did not have alternate insulin therapy available at the time of the issue. The customer is a minor and had not been given a manual injection before. Upon a follow up it was indicated that the customers health care provider will have a prescription of novolog flex pens available as alternate insulin therapy.